Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was getting restart alert 36 despite multiple restarts. A replacement device was arranged. This occurred during a hyperglycemic episode of 350 mg/dl blood glucose was corrected with insulin shots where the user received assistance from her aid out of kindness. There was no further outside intervention required.